Event description:
The following has been reported: primary line infusing chemotherapy leaked at the distal port (port farthest from the pump). The glue appeared to look stringy and let go from the plastic end of the port. A small amount of chemotherapy leaked onto the patient's arm, chair, and floor. No adverse event was communicated. Investigation summary as follows: 1. Reported complaint leakage at needle free port 2. Quantity of the sample(s) no complaint sample available for investigation, only one photo 3. Concerned product code/batch infusion set vl pr44-12 (nam) - m46445780 / batch unknown 4. Investigation report we have not received a complaint sample for investigation. We received one photo witch shows part of our product inside the foil bag - only k-zero and tube. It was visible a drops of fluid inside the bag. Nevertheless, it is not clearly visible a place of leakage. Based on photo we did not able to confirm where the leakage occured. As we did not receive the batch number, an inspection of retained samples and review of batch documentation was not possible. Without faulty sample and batch number, a more detailed investigation was not possible. In the last 12 months (from (B)(6) 2024 to (B)(6) 2025) we have received 1 complaint for this article with the same reason as "leakage at needle free port". 5. Root cause without the complaint sample and batch number root cause analysis we are not able to perform adequate root cause analyses. 6. Corrective action. Corrective and preventive actions are not necessary as we are not able to perform root cause analyses 7. Conclusion based on these results we are not able to confirm this complaint.